Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with posterior spinal fusion. Levels implanted oc - t6. It was reported that the rods was fractured. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event. Both rods were broken. Patient had a failed fusion and had to undergo a revision operation.

Manufacturer narrative:
H3: product analysis product ID # 7753707 lot no. # 0285837w visual and optical inspection revealed the rod has broken and there is some wear and indentions on it from the seating and tightening of the set screw. Functional check with a sample break off screw and bone screw confirmed the rod was able to be secured in the saddle of the screw without any issues. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations. This type of damage is consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.